Manufacturer narrative:
The reported curved ultra fast-fix assembly intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the needle. Pathological conditions in the soft tissue that would prevent secure fixation. Bending of the delivery needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee arthroscopy meniscus surgery when t enter meniscus to tighten knot, t fells off. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.